Manufacturer narrative:
Patient's ethnicity and race were asked but unknown. The device was received and the evaluation is anticipated. Once the investigation is complete, a supplemental report will be submitted.

Event description:
It was reported that a hahn tapered implant could not tighten well; thus, the implant was removed due to lack of primary stability. There was no information regarding patient's bone type and tooth location. There was no known impact on patient.

Manufacturer narrative:
Additional information: section d d3: manufacturer address and phone number updated from initial submission. Section g g1: contacting office-manufacturing site address and phone number updated from initial submission. The device investigation has been completed and the results are as follows: device history record (DHR) results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product results: the packaged stock product is not applicable for review since no defect or non-conformity observed from returned product. Returned sample(s /device inspection results: the implant was returned but not in original package. The part was visually inspected and verified to be a hahn tapered implant 5.0 mm x 8.0mmusing the radiographic template. Complaint investigator measured the critical parameters against DHR and found no deviation. Some tissue debris was detected from the returned implant. No defect or non-conformity was observed. Root cause: probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. However, there was no information regarding patient's bone type or tooth location.